Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The 80% stenosed lesion being treated was located in the mildly calcified, mildly tortuous circumflex (cx) artery. The lesion was predilated with a 3.0x15mm maverick balloon inflated to 9atm for 30 seconds. The physician deployed a 3.00x20mm taxus express2 drug eluting stent in the cx, inflated to 9atm. The delivery system was removed and the physician attempted to go through a side strut of the stent with a 2nd wire but was unsuccessful. The physician went back in with the stent delivery system (sds) from the previously placed 3.0x20mm taxus and inflated it to 11atm. The balloon was successfully deflated. While attempting to remove the sds from the stent the balloon got stuck on the guide catheter could not get it back in the guide. An attempt to remove the non-bsc wire was also unsuccessful. The sds and wire were stuck together, so the physician removed the entire system as one. The procedure was successfully complete with new devices. No patient complications were reported. Patient status reported as "fine".